Manufacturer narrative:
(B)(4).

Event description:
It was reported that two rdce frcps w/ pts brd broke during an unknown procedure, instruments inside patient. S&n backup device available. Unknown if pieces of the device felt inside patient wound.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. Per photo attached, the stated failure could not be confirmed. The devices are in packaging meaning you can't see the tip of the device to confirm if the devices are broke or not. A medical investigation was conducted and confirms two photo of the broken device was provided. However, without the requested clinical information or the device the root cause of the reported failure cannot be determined. Although it was reported the instrument broke inside of the patient, per subsequent e-mail, all the broken pieces were recovered from inside of the patient. Per communications, a smith and nephew device was available to complete the procedure. The impact to the patient beyond that which has been reported cannot be determined. Should any additional relevant medical information be provided, this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.